Event description:
It was reported that on (B)(6) 2022, a 6mm by 4mm amplatzer duct occluder ii was selected for implantation using a 5f amplatzer torqvue lp delivery system. During the procedure, it was noted that the device was forming a cobra deformation. There was no interaction with cardiac structures, and no kink noted in the delivery system. The device was then removed and replaced with a 6mm by 6mm amplatzer duct occluder ii, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.